Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a thoracic catheter. The customer states that during drainage on the pt, the holes in the proximal area of the catheter were missing. The customer reports that the pt received a tamponade as the blood could not drain off and was saved with an emergency surgery. The customer will not provide any further info.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.